Event description:
Reporter indicated that vns pt had passed away. The pt reportedly had some seizures earlier in the day and was unable to use the magnet as it was not available. The pt's family member later found pt not breathing. Efforts to resuscitate were unsuccessful. Treating neurologist suspescted sudep (sudden unexplanted death in epilepsy) as the cause of death and indicated that the event was not related to the vns therapy system. The pt's family reportedly refused an autopsy and did not want the vns therapy system to be explanted. It was reported that the pt experienced a >50% reduction in seizures with the vns therapy and that pt was receiving therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.